Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic after hearing alert tones. Interrogation showed the alert was due to high rate non-sustained episodes and high sensing integrity counter (sic) on the right ventricular (rv) lead. There lead also has a history of t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.